Event description:
It was reported that the drill broke during procedure, the broken drill was removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
A (B)(4) flexible 10mm endoscopic cannulated drill reported on. This was a one year old reusable instrument. Based upon the information provided, the drill broke during procedure. Product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) instrument blade dulling. Lack of recommended maintenance. 2) entanglement with another instrument or device. 3) incompatible force or torque applied. This is a limited reuse device based upon the sharpness of the drill tip. Use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Final product met predetermined specifications upon release to distribution.